Manufacturer narrative:
A customer contacted a siemens customer care center (ccc). Siemens reviewed the files that were provided by the customer. The back-flush procedure is a task performed by the operator as part of the advia 2120i hematology instrument maintenance. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and did not find an instrument malfunction. The cse realigned the red blood count (rbc) flow cell and adjusted the gains with the opti point. The cause of the event was due to the operator not wearing a facial protection as required in the operator guide. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported, while performing the back-flush cleaning procedure on the advia 2120i hematology system with single aspirate, distilled water sprinkled on the operator's face. On the date of the event, the operator wore personal protective equipment (ppe) but did not wear safety glasses or a safety mask. The operator rinsed their face with tap water. The operator did not receive infectious diseases treatment nor medical attention/treatment due the exposure to the distilled water. There no known reports of adverse health consequences due to the distilled water sprinkled on the operator's face.